Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a male pt, currently (B)(6), who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. In the early 1980's, the pt received both upper and lower dentures, and super poligrip was his denture adhesive of choice. An unknown time later, the pt experienced "profound and permanent neurological and other injuries attributable to" the product. According to the claims, the injuries had left the pt unable to perform his normal, customary, and daily activities. Super poligrip was discontinued in (B)(6) 2010. At the time of reporting, the event was unresolved. Medical records received on 04/30/2012: on (B)(6) 1997, the pt was seen for a neurologist with a one-year history of paresthesias of the feet. Neurological examination was unrevealing except for hyperesthesia and hyperalgesia to the ankle region. Emg on (B)(6) 1999, revealed peripheral neuropathy, and he was found to have elevated gm1 antibody to igm and positive ana. At follow up on (B)(6) 2002, the pt was noted to have foot pain and lower extremity in 2000, when he had been diagnosed with progressive neuropathy. He had improved since that time until the recent visit, when he began having severe swelling in the legs and pain in the feet at night. He continued to have stiffness and spasms of the leg muscles with foot numbness at follow up on (B)(6) 2007. This continued at follow up on (B)(6) 2010 with three falls noted. The pt had severe sensory impairment in the feet and absent ankle and knee reflexes. This case was now considered medically serious.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product no lot number for this product was available. (B)(4).